Event description:
It was reported that during device interrogation and reviewing stored electrograms, the rep noticed the v sense channel would intermittently flat line for seconds at a time. The device was still sensing during the drop out period, as evidenced by activity on the marker channel. Session records were received for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).